Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and the patient experienced cardiac tamponade that required pericardiocentesis. During the procedure, the patient's blood pressure began dropping with anesthesia and a pericardial effusion was discovered on intracardiac echocardiography (ice). The patient exhibited no other symptoms and was "hemodynamically stable". Pericardiocentesis was performed and 500 ccs of fluid was drained from the patient. The patient was stable and was admitted to the intensive care unit (ICU) for observation.

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and the patient experienced cardiac tamponade that required pericardiocentesis. During the procedure, the patient's blood pressure began dropping with anesthesia and a pericardial effusion was discovered on intracardiac echocardiography (ice). The patient exhibited no other symptoms and was "hemodynamically stable". Pericardiocentesis was performed and 500 ccs of fluid was drained from the patient. The patient was stable and was admitted to the intensive care unit (ICU) for observation. Device evaluation details: the device was returned to biosense webster (bwi) for evaluation. A visual inspection and revision of all features were performed following bwi procedures. The device was visually inspected, and dried reddish material attached on the dome was observed. A patency test was performed, and the device was not flushing correctly. The dome was microscopically inspected, and finding shows that it was occluded with dry reddish material. The other device features were reviewed, and no issues were observed during the product investigation. A manufacturing record evaluation was performed for the finished device number lot 31160324l and no internal action related to the complaint was found during the review. Additionally, the manufacture and expiration dates have been provided. Therefore, fields d4. Expiration date and h4. Device manufacture date have been populated. The issue reported by the customer was not confirmed. Other issues or circumstances may have occurred during the usage of the device that compromised its performance. The root cause of the adverse event remains unknown. The instruction for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Explanation of codes: investigation findings: no device problem found (c19) / investigation conclusions: no problem detected (d14) were selected as related to the customer¿s reported adverse event. Investigation findings: operational problem identified (c13)/ investigation conclusions: cause not established (d15) / component code: dome (g04046)were selected as related to the product analysis lab finding of the occluded dome and the flushing issue. Manufacturer's reference number: (B)(4).